Event description:
Caller reported that pump battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.